Event description:
It was reported to boston scientific corporation that an obtryx system was used during a sling placement procedure. Post procedure, the patient experienced recurrent urinary tract infections and was treated with a low dose of trimethmprim. According to the complainant, the procedure was successfully completed.

Manufacturer narrative:
(B)(6). (B)(6). (B)(4).